Event description:
It has been reported to philips that the allura system does not boot up and stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite, identifying a problem with the system's flexvision pc which was not booting up. Analysis of system log files showed a malfunction of the flexvision pc's frame grabber card (failed to initialize all grabber cards). The issue was resolved by reseating and swapping the grabber card. Following that, the system was returned to use in good working order. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction z-1144-2024 which was implemented on this system. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.